Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went into a pool while connected to the pump and the touchscreen is now unresponsive. Reportedly, the touchscreen only responds to presses intermittently. Customer had elevated blood glucose levels (approximately 200 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels, and stated customer will continue to use manual injections for insulin therapy.